Manufacturer narrative:
The product has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this pacemaker had dropped five years of battery life in a little over a year. Engineering analysis was performed in which result showed that the battery diagnostic data indicates that the power consumption of this device has been increasing for over a year. The malfunction appears consistent with other pulse generators (pgs) that have had continuous average power increases. Furthermore, the device was explanted due to premature battery depletion. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker had dropped five years of battery life in a little over a year. Engineering analysis was performed in which result showed that the battery diagnostic data indicates that the power consumption of this device has been increasing for over a year. The malfunction appears consistent with other pulse generators (pgs) that have had continuous average power increases. Furthermore, the device was explanted due to premature battery depletion. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population. Patient code 3191 captures the reportable event of surgery.